Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d4, d9, d10, g1, g3, g6, h1, h2, h3, h4, h5, h6, h11. Visual inspection confirmed the inner hose as well as the outer hose were both split open and completely broken apart. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined with the information available. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - france.

Event description:
It was reported that bilateral burn-detersion dressing and skin grafting¿ procedure carried out in room 14 by the maxillo-facial surgery team, the pneumatic cable connected to the dermatome's compressed air has broken, causing a deafening ¿explosion-type¿ noise. There was no hose air leak and fitting issues reported. There was no additional graft needed. There was patient retainment particles were disseminated near the operating area, the surgical team had to relamp, take on new instrumentation and get back into good condition to position the harvested skin graft. Medical staff was noted to have headaches and temporary hearing loss as a result of this event.